Event description:
It was reported that the patient lost therapy due to high impedance on t7 lead. As a result, a surgical intervention occurred wherein the lead was explanted and replaced. The issue was resolved.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.